Manufacturer narrative:
A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. Logs showed several inops regarding the ECG and potential issues with unattached leads or patient movement. It was noted that several red alarms were activated around the time of the incident, and alarms were silenced and reactivated from the bedside monitor. No logged spo2 alarms were found; possible causes include sensor disconnection, spo2 alarms being off, or alarm limits not being reached. The customer was informed about the status of alarms and the importance of ensuring proper sensor connections and monitoring. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient passed away. Spo2 alarms were turned off or acknowledged incorrectly so the customer requested assistance determining what occurred. No other clinical information or medical intervention was reported.